Event description:
Doctor was performing a minimally invasive mitral valve repair. Doctor uses a single use device called a "cor-knot" to tie valve sutures. These sew in the prosthetic heart valve into the patient. Twice, the cor-knot device cut a suture. Dr. Had to retrieve the suture¿s pledgets that had fallen into the patient¿s left atrium. The valve was already in place and nearly all of the sutures were tied. As a result of the broken sutures, the valve "leaked" and to correct that, the surgeon had to re-do those sutures. Another cor-knot device was opened, and it too, broke a suture. Dr. Told the surgical team, and the anesthesiologist performing the transesophageal echocardiogram prior to coming off cardiopulmonary bypass, that if the patient's left ventricle distended due to any perivalvular leak, then he would have to remove the valve and do the replacement all over again. There were a total of three sutures that were broken between the use of the device(s). Both devices had the same lot number.